Event description:
It was reported that during a lap cholecystectomy, a disposable kept receiving the error "tighten assembly." The procedure was completed using a second disposable and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with gouges on the blade. The device was functionally tested on the gen11 generator. During functional testing an alert screen was displayed. The device was disassembled to inspect the internal components and the sheath of the blade was missing. Due to the sheath not being present, noise could be heard. The missing sheath could have resulted in the reported alert screen. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. No conclusions could be reached on how the sheath of the blade was missing.